Event description:
The pt had the device implanted as part of hernia repair. While tightening sutures, all sutures pulled out along the edge. The device was repaired, the procedure was completed and the pt is doing fine. There is no serious injury reported with this event, however, the procedure was prolonged and there is a risk of serious injury if the malfunction were to reoccur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of info reported to lifecell. Review of the device history records. Query of lifecell complaint management database for any similar complaints reported against this lot. Results of eval: review of the device history records resulted in no remarkable findings, with no deviations or nonconformances related to the nature of this complaint. Lot met qc release criteria including mechanical testing. At the time of initial investigation, there were (B)(4) devices distributed from lot s10777, including 76 devices that were reported as implanted. As of (B)(4) 2011, there was one similar complaint reported to lifecell against this lot. There is no serious injury reported with this event, however, the procedure was prolonged and there is a risk of serious injury if the malfunction were to reoccur.